Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Physician brought patient to check for infection, found that the cup was loose and revised the cup. No additional information. Update (B)(6) 2019 (B)(6): spoke to rep. Surgeon had ruled out infection upon discovery that the shell was loose.